Event description:
Event description boston scientific received information that vt episodes were noted in the arrythmia logbook from this pacemaker. Additionally, during threshold testing, capture was noted at 3.5v and outputs were programmed to 2.0v. The patient was symptomatic with tightness in her chest and lightheadedness.